Event description:
The following has been reported: biomed reported: "pump says "unable to install the software update. The pump requires service." Then shuts down.". Patient harm: no. Unit was returned to fresenius kabi warrendale wh for an unknown failure. Customer reported the unit would power itself down shortly after turning it on. Upon examination, the unit displayed a message that an update failed before it shut itself down. A serial connection was established with the linux core (system on module; som) component and the readout confirmed an update rollback was continuing to fail. In this state it was not possible to pull any log files. A new som was installed and functionality restored. No other damage was identified. The failed som is being given to engineering for further review. A preliminary review identified the following issue: processor hardware failure (linux core). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The pump was returned for an unknown failure. Customer reported the unit would power itself down shortly after turning it on. Upon examination, the unit displayed a message that an update failed before it shut itself down. A serial connection was established with the som and the readout confirmed an update rollback was continuing to fail. In this state it was not possible to pull any log files. A new som was installed and functionality restored. No other damage was identified.